Event description:
It is reported that during a previous shoulder arthroplasty, two broken drill bits were retained by the pt. The pt recently underwent additional surgical procedure for "removal of painful hardware that has migrated". The shoulder implants remained intact.

Manufacturer narrative:
Information was received via medwatch report (B)(4). This report will be amended when our investigation is complete.